Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a contraindicated procedure where the device was not placed in surgery mode.. Afterwards, the ipg was unable to communicate and was found to be inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.